Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Per the field service representative (fsr), the perfusionist had notified him on (B)(6) 2025 that he had been receiving random alarms. The fsr could not duplicate the reported complaint, and the sensor passed all testing. On (B)(6) 2025, the next day, the perfusionist informed the fsr that he was experiencing the same issue again. The sensor was replaced.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) was giving false alarms. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) equipment. After the circuit was set up and the abd activated from the central control monitor (ccm), the abd functioned as intended. Miscellaneous sized bubbles were sent through the circuit and each time the abd alarmed appropriately. The abd ran on a circuit for several hours to see if it would spontaneously alarm and it did not. The pst could not duplicate the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.